Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superior mesenteric artery (sma) using an introducer, an indigo system aspiration catheter 7 (cat7), and a non-penumbra sheath. During the procedure, while pushing the introducer through the guide sheath, the tip of the introducer kinked. The physician then put the dilator through the introducer to straighten the introducer and then attempted to advance the cat7 through the introducer; however, the cat7 would not advance. Therefore, the cat7 and the introducer were removed. The procedure was completed using a new cat7 and a new introducer and the same guide sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up # 01 MFR report:. 1. Section h. Box 6. Patient code 2 evaluation of the returned cat7 introducer revealed that the introducer was ovalized. This damage was likely the reported kink. If the cat7 introducer is forcefully advanced against resistance, damage such as ovalization may occur. During the functional test, resistance was encountered while attempting to advance a demonstration cat7 through the returned introducer due to the ovalization, and the cat7 could not advance through. The ovalized introducer likely contributed to resistance during the procedure and the functional test. Further evaluation revealed the that distal shaft of the returned cat7 was curled. This damage was incidental to the reported complaint, and the root cause could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.